Event description:
It was reported that during a procedure, the tip of the arthroscopic shaver, "broke off inside the patient's knee." The tip was retrieved without any issues or harm to the patient. The procedure was completed successfully without any surgical delay. There as no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. During visual examination of the device, biological material was observed on the distal tip of the device, indicating the device was used clinically. The distal tip of the inner shaft was observed to be broken and detached. Evaluation of the distal tip of the inner shaft observed the cutting edge teeth to be bent and damaged. Galling was observed on the inside the distal tip of the outer shaft. The results of the investigation performed indicated that the returned device was observed to have a broken/detached distal tip on the inner shaft. Based on the damage on the distal tips, and the galling inside the distal tip of the outer shaft, the most likely causes for the reported issue were determined to be: the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade; and/or excessive lateral forces exerted on the device during clinical use may have caused the teeth of the inner shaft to contact the cutting edges of the outer shaft, causing the teeth to catch on the outer shaft as the device rotated, and the observed galling and damage to the device. Stryker sustainability solutions' instructions for use states: "do not allow the arthroscopic shaver to come in contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." "Do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The lot control sheet for the complaint device indicates that the device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2011-00065 where an additional incision was needed to remove the tip of the device that had broken off in the patient's knee even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.